Event description:
During follow-up, loss of impedance on the right ventricular (rv) lead was noted. The rv lead was explanted and replaced. Additional information has been requested but not yet received. The patient status is unknown.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During follow-up, loss of impedance on the right ventricular (rv) lead was noted due to lead damage. The rv lead was explanted and replaced. The patient was stable condition.